Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not latch when closed. A field service engineer (fse) observed that the matrix drawer kept bouncing back to the open position while attempting to close it. The drawer was tested in the application under diagnostics. The fse uninstalled the drawer and inspected it, then installed three washers on the latch mount. The rails were adjusted, and the drawer was successfully tested multiple times. The system functioned as the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not latching when closing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.